Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead helix was unable to be deployed. The lead was not used and a new lead was implanted. No adverse events occurred to the patient.